Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned 1.5mm hex driver tip, locking groove was examined visually under magnification. Visual inspection of the driver body revealed no anomalies; however, there were some darker bands seen on the connector end. The fracture was angled at the tip of the driver past the ramped part of the end. The surface appeared dull with a little bit of shine and cupping at the tip of the break. This indicated a brittle fracture possibly due to overloading or over-torquing at an off-axis direction; however, due to unknown procedural conditions, a definitive conclusion could not be made. Functional testing could not be performed due to the aforementioned driver tip damage.

Event description:
During the procedure, the surgeon used the aculoc2 plate and inserted the locking screw. The driver tip broke; however, the surgeon was able to retrieve the broken fragment from the patient. Information for the screw involved in this event is unknown. This report is related to report number 3025141-2022-00156 which is for the screw involved in this event.